Event description:
.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. The device was not returned for analysis. However, there was a packaging lot or batch number provided by the user facility. The batch records were reviewed and the final quality release criteria were met before the batches were released for distribution. Complaint information is trended on a regular basis to determine if further investigation is warranted.

Manufacturer narrative:
(B)(4). Tissue sample was received and x-rayed. Ees field quality engineer reviewed the x-ray of the tissue sample and provided his comments: based on the photographic evidence, it is my opinion that there was a slight anvil to cartridge channel misalignment. What caused the misalignment could not be determined from the photograph. Since only one of the two legs on the subject staples was formed and the other missed the anvil pocket producing no form, this could be the result of tissue movement possibly caused by an incorrect staple height select, tissue tension, or some interaction of the both. This is just a possibility of what may have happened. There is no positive evidence to allow for any opinion except speculation.

Event description:
It was reported that during a pancreas procedure, malformed staples; no further information is available. It is unknown how the procedure was completed. There were no adverse consequences for the patient. The customer disposed of the device and reload.